Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon noticed a bump on the inside of the barrel of a sfc-45 cartridge during an icl surgery. It was reported that the front loading forceps can't go into the cartridge funnel because its tip was narrow.

Manufacturer narrative:
Name of initial reporter is corrected from "(B)(6)" to "dr. (B)(6)". Device evaluation: the cartridge was returned wrapped in a bubble wrap. Visual inspection found no visible damage to the device. Corrected data: concomitant medical products: cartridge model and lot number is added to the initial MDR. Claim# (B)(4).